Event description:
As reported, the stent of a palmaz blue aviator plus 7x18 142cm stent delivery system (sds) "fell off". The stent fell off during advancement towards the lesion. There was resistance met while advancing the device. The stent was removed from the patient by opening the vessel. Another stent was needed to treat the intended lesion. The procedure was not completed with the complaint device. The patient status is ¿good¿. The target vessel was severely calcified and moderately tortuous. The vessel had an 80% stenosis and no acute or bifurcating angle. The stent was removed and not left in the patient. There was no difficulty removing the product from the packaging. The stent was not manipulated on the sds. The balloon was not partially inflated to maintain the stent in place. The balloon was not separated from the device during the surgical intervention. The balloon was not separated in the patient. The balloon was on the device when it was sent for evaluation. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). The device was opened in a sterile field. The device that was used was not returned for evaluation.

Manufacturer narrative:
As reported, the stent of a palmaz blue aviator plus 7x18 142cm stent delivery system (sds) "fell off". The stent fell off during advancement towards the lesion. There was resistance met while advancing the device. The stent was removed from the patient by opening the vessel. Another stent was needed to treat the intended lesion. The procedure was not completed with the complaint device. The patient status is ¿good¿. The target vessel was severely calcified and moderately tortuous. The vessel had an 80% stenosis and no acute or bifurcating angle. The stent was removed and not left in the patient. There was no difficulty removing the product from the packaging. The stent was not manipulated on the sds. The balloon was not partially inflated to maintain the stent in place. The balloon was not separated from the device during the surgical intervention. The balloon was not separated in the patient. The balloon was on the device when it was sent for evaluation. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). The device was opened in a sterile field. The device that was used was not returned for evaluation. A non-sterile unit of a non-cordis product was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The device was inspected observing the following conditions: the device was received roughly damaged, and the stent was observed stuck and completely deformed in what appears to be the distal portion of an unknown device. Microscopic: due to the conditions observed in the device received no additional analysis could be performed. A product history record (phr) review of lot 82263562 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was confirmed; however, the device returned for analysis cannot be confirmed as the complaint device due to the condition in which the device was received. A stent was returned completely deformed and scrunched together on the distal portion of an unknown device. No additional analysis or testing could be performed on the returned product. Additionally, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿caution: always use a cordis sheath introducer (csi) or guiding catheter for the implant procedure to protect the incision site and the transhepatic biliary access tract, and to avoid dislodging the transhepatic biliary stent from the balloon. Deployment procedure - through a csi: 1. Introduction of csi with dilator and guidewire. A. Gain access at the appropriate site utilizing the csi / dilator size recommended on the label. B. Insert a guidewire through the dilator of the csi and advance it across the stricture. Note: compatible guidewire diameter is listed on the label. C. Advance the csi with dilator completely across the stricture. Caution: caution should be taken when dilating the transhepatic biliary stent to minimize the potential for perforations. D. Remove dilator from the csi. 2. Introduction of transhepatic biliary stent system through a csi. A. To protect the transhepatic biliary stent during insertion into the csi, place the introducer tube through the csi valve until firmly seated. B. Backload the delivery system onto the guidewire. During backloading, the guidewire will exit the delivery system at the guidewire exit port. C. Carefully advance the delivery system over the guidewire, through the introducer tube and csi valve. When the transhepatic biliary stent has passed into the body of the csi, remove the introducer tube. D. Continue to advance the delivery system over the guidewire and through the csi while maintaining csi and guidewire position across the stricture.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3, h6, and h10. The stent of a palmaz blue aviator plus 7x18 142cm stent delivery system (sds) "fell off". The stent fell off during advancement towards the lesion. There was resistance met while advancing the device. The target vessel was severely calcified and moderately tortuous. The vessel had an 80% stenosis and no acute or bifurcating angle. The stent was removed from the patient by opening the vessel. Another stent was needed to treat the intended lesion. The procedure was not completed with the complaint device. The patient status is ¿good¿. The stent was removed and not left in the patient. There was no difficulty removing the product from the packaging. The stent was not manipulated on the sds. The balloon was not partially inflated to maintain the stent in place. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). The device was opened in a sterile field. The product was not returned for analysis. A product history record (phr) review of lot 82263562 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ and ¿stent delivery system (sds) resistance/friction¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural or handling factors or vessel characteristics (severe calcification, moderate tortuosity and a rate of stenosis of 80%) may have contributed to the reported event. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the stent of a palmaz blue aviator plus 7x18 142cm stent delivery system (sds) "fell off". The stent fell off during advancement towards the lesion. There was resistance met while advancing the device. The stent was removed from the patient by opening the vessel. Another stent was needed to treat the intended lesion. The procedure was not completed with the complaint device. The patient status is ¿good¿. The target vessel was severely calcified and moderately tortuous. The vessel had an 80% stenosis and no acute or bifurcating angle. The stent was removed and not left in the patient. There was no difficulty removing the product from the packaging. The stent was not manipulated on the sds. The balloon was not partially inflated to maintain the stent in place. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU). The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.